Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of an audio beep anomaly the insulin pump. The customer's blood glucose reading was 10.4 mmol/l. According to the patient, the pump did not always function. The customer stated that two days ago when the reservoir and set had to be replaced, the pump only blinked and did not make noise. The customer stated that the audio options were on vibrate and audio. The customer was unable to complete self-test because the pump did not make any noise. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The insulin pump failed the self-test with no audio due to open coil at the printed circuit board area 1. However, the insulin pump was received with operating currents within specifications and passed rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had minor scratched display window and case.